Event description:
The customer contacted spacelabs healthcare to report that their xhibit central station was down and that they could not power it back up. During this time, they were unable to monitor their telemetry patients. There was no patient or user harm associated with this event. The customer had already purchased a new xhibit central station, however it was not ready to be installed. A spacelabs healthcare field service engineer (fse) put a spare xhibit central station into use to support patient management until their new xhibit central station was ready for install. At this time the cause of the reported issue could not be determined. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.